Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Reported here as it exceeded the character limit of the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the additional device used (forceps) in the attempt to reposition the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted to treat a tracheal stenosis secondary to esophageal cancer during a bronchoscopic main bronchial stenting procedure performed on (B)(6) 2026. During the procedure, when the black deployment wire was pulled, a stuttering sensation occurred. After deployment was completed, bronchoscopic examination revealed incomplete stent expansion. Attempts to reposition the stent using forceps were unsuccessful, and the braided deployment wire detached during manipulation. The procedure was completed using a different device. The patient's condition following the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted to treat a tracheal stenosis secondary to esophageal cancer during a bronchoscopic main bronchial stenting procedure performed on (B)(6) 2026.during the procedure, when the black deployment wire was pulled, a stuttering sensation occurred. After deployment was completed, bronchoscopic examination revealed incomplete stent expansion. Attempts to reposition the stent using forceps were unsuccessful, and the braided deployment wire detached during manipulation. The procedure was completed using a different device.the patient's condition following the procedure was reported as stable.

Manufacturer narrative:
Block e1:initial reporter facility name is the (B)(6) hospital (B)(6) y; reported here as it exceeded the character limit of the designated field.block h6:imdrf device code a150101 captures the reportable event of stent failure to expand.imdrf device code a1502 captures the reportable event of stent positioning issue.imdrf impact code f2301 captures the additional device used (forceps) in the attempt to reposition the stent.block h11:investigation results:based on the available information, boston scientific was unable to confirm the reported event of stent positioning issue and stent failure to expand. There is not enough evidence to determine if the reported event of stent failure to expand was caused due to the manipulation of the device during the procedure or related to a device malfunction. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Additionally, the investigation concluded that observed detached suture was most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied).device history review:a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.device technical analysis:the delivery system was not returned for analysis; only the stent was received. Visual inspection identified that the stent was unraveled. Additionally, the suture was observed to be detached from the stent.labeling review:a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the IFU as a known possible adverse event related to the use of the device.risk review:a risk review was completed and confirmed that the events of stent positioning issue, stent failure to expand and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.